Manufacturer narrative:
Final analysis of the ins (serial number: (B)(4)) revealed normal battery depletion. In addition, the body fluid was not concerned because all of electronic component were still completely sealed in the lsr and never caused any performance issue.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A healthcare professional reported via a manufacturing representative that when they replaced the battery for normal depletion, there was fluid in the blocker head of the battery which had been a repeated concerned. The issue was resolved at time of the report. The indications for use for this patient were parkinson's dual and movement disorders.